Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep's information was confirmed with the physician/account. There were no further complications reported.

Manufacturer narrative:
The ins passed telemetry and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was in for a battery change procedure, and they had repeated issues with high impedances that were unable to be resolved. The surgeon identified a broken seal along the top of the battery. A new battery was used and the impedance issues immediately resolved. Repeated impedance checks were done, the surgeon was able to suction along the seal and blood inside the top compartment of the battery and it came out through the broken seal. The issue was resolved at the time with a new battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the battery seal breaking was unknown. The device would be sent in for review. There were no further complications reported.